Event description:
During a planned cardioversion using a philips defibrillator heartstart mrx, defibrillator delivered 50 joules in an unsynchronized mode. As a result of delivery of unsynchronized defibrillation, the pt experienced ventricular fibrillation. A debrief of the incident suggests the following occurred "sync" selected, selector moved to 50 joules, defibrillator charged, shock delivered. Subsequent shocks were unable to convert the ventricular fibrillation to a viable rhythm.